Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had developed an infection after an unrelated back surgery. The infection was not at the location of the device, but the physician elected to explant the system. No further information will be provided.

Manufacturer narrative:
A patient had developed an infection after an unrelated back surgery was reported to abbott. The infection was not at the location of the device, but the physician elected to explant the system. No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.